Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 415 mg/dl. The customer's blood glucose was around 110 mg/dl at the time of call. The customer also reported that the bottom of the insulin pump was cracks. The customer stated that the insulin pump was dropped. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with detached end cap, minor scratched display window and cracked reservoir tube lip. The insulin pump passed idle current test and run current test. Unable to perform self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to detached end cap.